Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.

Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred and an issue with the internal battery. There was no harm or injury reported.